Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had both of their ins's replaced today due to normal battery depletion. There were no device or therapy issues prior to the procedure. The left side was replaced with no issue, however, the right side impedances were checked and on contact 8 it was showing between 8-10k ohms, but the other contacts were normal. Troubleshooting was performed. The distal end of the extension was removed from the ins to dry it off and suction ins port multiple times with no improvement to impedances. The caller stimmed on contact 8 for a while (at a voltage higher than the impedance measurement) with no improvement. The physician thought the issue may be related to the ins so a new one was used but the same impedance issue was seen. The patient was closed and about an hour after surgery, the caller ran impedances and the same impedance issue was seen. The caller informed the caregiver and plans to meet with the patient next week to check impedances with the 8840. Nothing out of the ordinary was seen during the procedure. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information was received from the rep indicating they removed the previous ins that was returning high impedances on electrode 8. They were unable to resolve the issue despite many attempts with another ins was opened and placed,however, this ins also returned high impedances on electrode 8. The ins was left in place. The cause of the high impedance was assumed that surgical manipulation of the extension wires caused the issue. The impedances were tested many times, current was run through the affected electrode intraoperatively. The high impedance continues as checked post-op using both the tablet programmer and the 8840. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.